Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was carrying around an insulin pen. Customer was admitted into hospital as result of high blood glucose. Customer's blood glucose a time of admission was 593 mg/dl. Customer cause of hospitalization was mild diabetic ketoacidosis. Customer was treated with insulin and fluids. Customer was wearing the pump at time of hospitalization. After the troubleshooting was done, customer was advised that we are sending samples of different infusion sets.